Event description:
Patient's caregiver reported that the patient passed away on (B)(6) 2024 with the wcd system on. MDR filed due to reported patient death. Wcd role in patient death is pending additional medical information and pending evaluation of to-be-returned device.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor was tested and passed both isl (safety) and eit (performance) testing. Returned therapy cable passed weight, safety, and eit. Device event record indicated that the patient was wearing the wcd system during the asystole episode on the date of event. Wcd is not indicated for the treatment of asystole. The evaluation of returned device indicated that the wcd performed as intended. Wcd role in patient death is unrelated. UDI related data quality update. Revised section h5 to labeled for single use? "Yes".